Manufacturer narrative:
Info provided and examination results cannot confirm the complaint that the inner blister lid was opened concurrently with the outer package.

Event description:
Reporter states, "when the nurse opened the package, the inner and outer package opened at the same time, causing the implant to 'fly' out of the packages onto the floor. This event did not cause any adverse consequence to the pt or delay in surgical or anesthesia time.